Event description:
This is a 45-year-old male with known al amyloidosis s/p IV therapy via 8f powerport groshong into the left ij, who underwent attempted extraction by a surgeon after the port malfunctioned. During the attempted extraction, a portion of the canula was retained in the neck, and was noticed to have its distal edge migrated further into the right atrium on comparison chest x-ray. Given its active migration, the patient was taken to the ER for immediate IV access and labs prior to emergency retrieval before further migration of catheter occurred into the pulmonary artery. Fractured port-a-cath tubing visualized in the right atrium.